Event description:
IV tubing reported leaking at IV injection port site on several sets of tubing - model sfp3259-s. All defective tubing sets were removed and replaced with another similar set. Tubing being utilized on medfusion 3500 syringe pump at time of failure. Dates of use: (B) (6) 2010.